Event description:
It was reported that this right ventricular (rv) defibrillation lead triggered an alert due to low out-of-range pace impedance measurements < 200 ohms. It was noted that the patient was pacer dependent, however no noise was observed in the presenting electrogram (egm) and there were no stored events at this time. In addition, shock impedance measurements and left ventricular (lv) lead pace impedance measurements (programmed lv to rv coil) were trending downward, but remained within normal limits. Technical services (ts) recommended further lead evaluation. This rv lead remains in service, and no adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.